Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. During an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, the cutting wire snapped/broke. The device was removed and the physician attempted to perform the sphincterotomy using an autotome rx. However, the cutting wire on this device also snapped/broke. This device was removed and a second hydratome rx was used to complete the procedure. There were no reported complications to the patient. Refer to MFR report #3005099803-2009-01003 for details regarding the second device.